Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
For the first firing of colon resection due to ileus, the surgeon tried to fire stapler with medium thick staple, however a crack sound was heard and could not fire the device. The surgeon replaced the first staple with extra thick staple, still, it could not fire. They tried to replace a new stapler and they connected third staple as described above, and the firing was successful. The surgeon tried to fire the second stapler with the first staple, however it could not fire even replaced by new medium thick staple. Another new stapler was connected with the second staple and the firing was successful. The surgeon said the tissue was quite thick. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient was fine.